Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The navitor valve was prepared and loaded as recommended in the instructions for use (IFU). A pre-balloon aortic valvuloplasty (bav) was performed using a 22mm non-abbott balloon. During valve deployment, the patient had low blood pressure. Noradrenaline was administered. The valve was re-sheathed one time before it was successfully released. After valve implant, a post-bav was performed using a 22mm non-abbott balloon due to valve under expansion. Then, because there was no sufficient blood pressure noted, cardiopulmonary resuscitation (CPR) was performed. A heart lung machine (hlm) was implanted, a thoracotomy was performed, and the navitor valve was explanted. A rupture of the sinutubular junction (stj) was seen near the left coronary artery (lca). The aorta ascendens was measured post procedure. The aorta ascendens was replaced and the patient was sent to the intensive care unit (ICU). The physician believes that the rupture was caused by the inflation during the pre-bav. On an unknown date, the patient passed away.

Manufacturer narrative:
B2 - date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve not fully expanding and death was reported. The valve was received in the lab, and there was no evidence of damage or anomalies with the stent. The tissue was mobile when manipulated, and no tears or perforations were noted. No information from the field was received regarding acute aortic angle, and the valve was sized correctly based on the patients annular dimensions. The physician believes that the rupture was caused by the inflation during the pre-bav (balloon aortic valvuloplasty). Abbott requested information related to the procedure and procedure imaging, and the information was reviewed by an abbott senior director of medical affairs. The reviewer agreed with the physician and attributes the death to aortic injury at the calcified stj due to the balloon valvuloplasty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the available information, the valve not fully expanding appears to be related to patient condition (needed pre-bav and post-bav). The patient death appears to be a cascading event of the rupture at the stj. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.